Event description:
Customer complaint - limited data available. Customer complained that the heating pad had a faulty wire that would have caused a fire if not addressed.

Event description:
Customer complaint - limited data available. Customer complained that her heating pad burned wire thought it was going to start fire.